Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There are no add'l reports against the finished goods lot. The order was built and released per specification. This product is sterilized and all sterilization cycle parameters are verified for acceptability prior to release. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A facility manager reported three issues of toxic anterior segment syndrome (tass) following surgery. Add'l info has been requested.